Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported an ¿unable to proceed¿ alert during a supply change. The agent instructed the user to rewind the piston and restart the ilet via the mobile app, after which the user successfully completed the supply change. Blood glucose remained stable, and no adverse events or medical intervention were required.